Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was over 300mg/dl. The customer states they had received motor error alarm. Troubleshoot was conducted. The customer was advised there may have been infusion set and or reservoir occlusion. The customer was advised replacement would be sent.